Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, it was unknown that the system was in clinical use. As the information collected, the wi-fi connectivity between the base station and wireless footswitch is lost and the base station or footswitch remains in error mode. When the base station or footswitch is in error mode it blocks x-ray. Wired footswitch or hand switch can still be used when available. Philips remote service engineer (rse) inspected the system remotely and confirmed the reported issue. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022) / field safety corrective action (2021-igt-bst-020). The correction has been implemented at the customer and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that there was a problem with the wireless footswitch. The customer is currently using the wired footswitch instead of the wireless footswitch. No harm has been reported to philips. Philips has started an investigation of this complaint.